Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. An unspecified primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via a plum pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of either an unspecified concentration of either vancomycin or invanz. After 30-60 minutes after the delivery was complete. It was reported that as the nurse was disconnecting the option-lok male adapter of the secondary tubing set from the clave secondary port, the tubing of the secondary tubing set separated from the option-lok male adapter. The customer contact reported that the option-lok male adapter was removed from the clave secondary port. It was reported that the therapy was complete; therefore, the secondary tubing set was not replaced. It was reported that the primary tubing set remained in clinical use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.